Event description:
It was reported that pump declared altitude alarm 21 earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge, insulin delivery was not suspended at time of call, and pump resumed normal operation after customer followed tips provided by technical support to prevent future altitude alarms.